Event description:
This is the first of two patients experiencing similar potential device malfunction. This involves an american society of anesthesiologists (asa) class 3 patient on by-pass with heart beating throughout procedure, by-pass time 96 minutes. Because of an unexpected event earlier this fall involving another patient who subsequently died, this patient's lactate level was monitored at the start of the case and frequently throughout the case. The usual practice is to monitor lactate levels at the start of the case and at the end of the case. The patient's lactate levels rose throughout the cardiopulmonary bypass despite adequate flows; mixed venous oxygen saturation(sv02) were never less than 80%; urine output low despite lasix administration. Hyperglycemia, increased lactate, increased liver function tests, increased creatine phosphokinase (cpk), rash on legs (faded quickly); increased white blood cell count (wbc) and brain swelling on MRI. Patient initially responsive, then unresponsive; the patient is now responsive, but with lower extremity deficit. Medtronic notified, and FDA notified. Our investigation is on-going. Cultures of hancock value storage solution, cardioplegia, heparin/saline arterial line solution, mormosil-r and cardiopulmonary bypass prime all negative after four days.